Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the spokes are broken on the drive wheel.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the device had a broken spoke at the right rear wheel, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating that the spokes are broken on the drive wheel.